Manufacturer narrative:
(B)(4). The field service representative (fsr) could not verify the report issue. The fsr turned heater cooler unit on, pressed the rewarm button, and the unit worked fine to 42 degree celsius. He also tested the unit to a specific temperature and it worked fine. The cooler heater unit was very dirty. The fsr drained the water and cleaned all filters, screens and refilled the unit with clean water. While checking calibration, the fsr found a connection p39, which was not completely seated on the communication board. The fsr reseated the connection. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the heater cooler unit was not heating up to the temperature that the perfusionist (ccp) expected. No other details regarding the nature of this event were provided. Per the clinical summary on 27-oct-2015: it is unknown if this incident occurred during set-up, prime or cardiopulmonary bypass. It is also unknown if there was a delay in the case or if there was any patient involvement. According to the complaint record, the cooler heater was not heating up to the temperature as the ccp expected. The field service representative (fsr) went to the hospital to troubleshoot the unit. He turned the unit on and hit rewarm and the unit performed as specified. The fsr also tested it to a specific temperature and it performed as intended. The unit was not leaking and no fault indicator lights were observed during testing.